Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor function properly during testing. No motor anomaly noted. The motor passed motor test. The insulin pump had a scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported hospitalization due to high blood glucose. The piston on the insulin pump stopped moving. The incident happened during the night and she was unaware that she was not receiving insulin. Customer was vomiting, she had food poisoning. Customer experienced thirst, frequent urination and dehydration. Customer also had high acid levels in the blood stream. The blood glucose reading at the time of the event was 488 mg/dl. Diagnosed diabetes ketoacidosis. Hospital treated with IV drips and manual injection. The current blood glucose reading is 118 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.